Event description:
It was reported by the rep that during a laparoscopic cholecystectomy procedure, the device jammed during use. Not reported how the case was completed. No patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Sticking jaw/cam. Evaluation summary: the analysis results confirmed that the el5ml device was received non-functional. The device was cycled, fed and properly formed the clips. However, the device was noted to have sticking issues. Additionally, the orange indicator was noted to be beyond its intended position. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. Our manufacturing batch history review identified that clip short feeds issue was detected during the manufacturing of this batch. When this occurs, our quality system documents the necessary actions to ensure final product quality. The final quality release criteria were met before this batch was released for distribution.